Manufacturer narrative:
Additional information was received on apr 9 2020 indicating the replacement device is a mentor memorygel breast implant 415cc, catalog number shpx415, serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during visual analysis of the sample, it was found to be ruptured. Additionally an area of shell abrasion was found in the edges of the rupture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a 415cc mentor memorygel breast implant and experienced postoperative right-sided capsular contracture (baker grade iii). The diagnosis was confirmed by a physician upon examination. As a result, the patient underwent unilateral explantation on (B)(6) 2020 and replaced with an unspecified device.